Event description:
It was reported that this right ventricular (rv) lead was shown to be outside of the heart shadow during a fluoroscopy. In addition, the rv lead was exhibiting intermittent loss of capture and high pacing thresholds. This rv lead appeared to have perforated the ventricle. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was shown to be outside of the heart shadow during a fluoroscopy. In addition, the rv lead was exhibiting intermittent loss of capture and high pacing thresholds. This rv lead appeared to have perforated the ventricle. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory. The visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.